Event description:
Complainant alleged that during biomed testing the device's display blanks out and the device was unable to charge. Complainant indicated that there was no patient involvement in the reported malfunction.